Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, including disconnecting and reconnecting tubing and delivering boluses, which initially faced recurring occlusion alarms. After loading a new cartridge and successfully delivering a bolus, the customer received guidance to replace supplies as needed and resume insulin therapy.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.